Manufacturer narrative:
Additional manufacturing narrative: the returned cable was evaluated and found to be functioning as designed. All electrodes displayed color green on monitor, indicating electrode impedance was within the acceptable range. No red lines across the field were observed. No product performance issue identified, based on the investigation above, the customer complaint could not be duplicated.

Event description:
The customer reported the following issue: "dsa display showed red lines across the field, not having seen this pattern before, physician called me in the room to verify the information, I guided him to check lead placement, and proceeded to exchange the patient cable, at which point the problem was resolved. Picture attached. Troubleshooting steps: the patient sensor was changed, lead placement was confirmed, but, same bad results. Dsa continued to show altered. Changed patient cable, and dsa showed more in according to clinical scenario. Never changed the sedline module, but changing the sedline patient cable solved the issue." No consequences or impact to patient were reported.